Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and confirmed the reported issue. The cse replaced the backlight inverter assay to resolve the issue. The device passed all testing according to manufacturer specifications.

Event description:
Covidien received information that, during patient use, the ventilator&#39;s display went blank. Though requested, no additional patient information was obtained by the manufacturer. There were no patient injuries reported.